Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found there was serum buildup on the sample probe. He replaced the probe, performed all adjustments, and performed adjustments for the rinse mechanism and rinse station. Hardware checks and performance testing passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. One example for glucose hk gen.3 was provided. The sample was repeated due to a delta flag in the middleware. The initial result was 267 mg/dl and the repeat result was 138 mg/dl.